Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer was hospitalized due to high blood glucose. The customer's blood glucose was over 250 mg/dl at the time of the incident. The date of the hospitalization was (B)(6) 2015. The nurse stated the customer was had high blood glucose due to infection and diabetic ketoacidosis. The nurse stated that the insulin pump was stated unable to rewind. The nurse also reported the customer's blood glucose was over 600 mg/dl and over 700 potassium. The nurse was advised to get the insulin pump for troubleshooting. The insulin pump will not be returned for analysis.